Manufacturer narrative:
This supplemental report is being filed becaused event info was initially reported incorrectly and was later clarified by the treating physician. The corrected event info does not require a medical device report because the event is addressed in the product labeling with instructions on how to minimize the issue and what to do if issue occurs; it was corrected during the initial procedure according to labeling indications and, it posed no risk to the pt.

Event description:
The doctor responded to an inquiry sent on 11/22/05 on 01/24/2006 and reported that he had experienced tails or wisps flowing back out the needle track during initial treatment with a urethral bulking implant. He further reported the tails/wisps of material were removed via labeling indications during thhe initial procedure. The doctor also stated he had not experienced any exposed/eroded material through tissue. File will be updated and addendum will be filed with FDA.

Event description:
Upon a repeat injection session, strands of bulking material were noted protruding from rupture site of previous injection. The strands of material were removed via a cystoscope. No further complications were reported.